Manufacturer narrative:
Additional information provided: d.10 although the complaint of over infusion was not reproduced, the proximate cause of the complaint of over infusion was believed to be a result of a broken upper platen post. ¿ review of the pcu event log showed that on (B)(6) 2020, between 2:15 pm and 3:20 pm, the suspect device was programmed with three infusions of unknown medications at various rates; none of the infusions were completed. ¿ testing showed the device was operating within specification ¿ inspection of the suspect device found the upper platen post was broken ¿ the event administration set was not returned for investigation. Review of the source device s/n (B)(6)service history record showed the device had a manufacture date of 22apr2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned one (1) time for service unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the complaint of over infusion was believed to be a result of a broken upper platen post. Although testing failed to replicate the uncontrolled flow condition prior investigations indicate that the uncontrolled flow will occur depending on how the platen is aligned when the door is closed. With the platen post broken/separated the platen will not always align properly when the door is closed.

Event description:
It was reported that there was an over infusion of insulin. The ordered concentration of insulin was 100 units/100ml, and was programmed to infuse at a rate of 10 units/hr. The rate was verified by two nurses independently. One hour after the verification, the insulin bag was found empty. It was noted that the infusion was still infusing through the pump and connected to the patient. The IV pump displayed that a dose of 9.25ml of insulin was administered. It was observed that the platen assembly was partially broken. Although requested, no additional event or patient details were provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion of insulin. The ordered concentration of insulin was 100 units/100ml, and was programmed to infuse at a rate of 10 units/hr. The rate was verified by two nurses independently. One hour after the verification, the insulin bag was empty. It was noted, that the infusion was still infusing through the pump and connected to the patient. The IV pump displayed that a dose of 9.25ml of insulin was administered. It was observed that the platen assembly was partially broken. Although requested, no additional event or patient details were provided.